Manufacturer narrative:
Device evaluated by MFR -the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue on the lens surface. Visual inspection found a tear in the haptic. H6-method code added claim #(B)(4).

Manufacturer narrative:
The statement that the cause of the event was reported as unknown is incorrect. Please disregard. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. Date of event-unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm, vticmo12.6 implantable collamer lens, -17.0/+1.0/077 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged with a longer lens due to low vault, blurred vision, and lens rotation. The problem is resolved. The cause of the event is reported as unknown.